Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had air leakage from universal cord. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7 d8, d10, h2, h3, h4, h6, h11 corrected fields: d9 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube was bent and dented. Image defect was observed during inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the reported event was not confirmed a definitive root cause for the same could not be identified. However, due to a failed component in insertion tube it led to bent and dent of insertion tube. Image defect was caused due to a component failure in charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the event occurred during reprocessing. The intended laparoscopic therapeutic procedure was completed using the same device. The event was found after completion of the procedure. There were no reports of patient involvement.